Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the luer lock connection became disconnected. The customer changed the pump supplies to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.